Event description:
Information was received that a smiths medical tracheostomy had a fore end that came into contact with a patient's front trachea wall , therefore leading to bleeding. A replacement tracheostomy was used.